Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would continue to run after the handswitch is off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would continue to run after the handswitch is off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.